Manufacturer narrative:
.

Event description:
A report was received that the patient was having some difficulty in being able to connect with the generator in order to charge and eventually was unable to charge. It was determined by the physician that the ipg was in a tilted position. The patient underwent a revision where the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively and was able to charge.